Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During the atrial fibrillation procedure, when the catheter was placed in the heart and connected to tactisys, the contact force value was not displayed and reset was not applied. Reconnecting the catheter and restarting ensite x was done with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.